Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that on monday they lay down and their left leg started tingling. Patient checked their controller and access the intensity level but when they go to check position it was locked and they cannot get into it. Patient mentioned that they tried laying down again after checking but the tingling was more than a tingling and was horrible. Patient mentioned they a re supposed in group a and was turned on, but when they check group b and c it was turned off. Patient now turned off the stimulation since they do not want to feel the tingling as it was painful. Patient said that in the past few days they did not have the stimulation they did not feel much pain. Patient mentioned at one point they lay down and checked their group b it says intensity 5.4 but the highest intensity they get is only at 2.4. Patient asked if they plan to remove the ins what will happen to the lead. Patient added historical data that they had troubles having 2nd lead as they said "has no space". Patient tried turning on the therapy to group a and see 4 programs with program 1 at 2.0 - patient laid down and still feel tingling on left leg. Patient switch to group b and intensity of 2.0 (yesterday mentioned it was 5.4). - patient was not feeling any tingling when laying down. Patient tried group c with 4 programs (1.1.0/2.2.0/3.2.0/4.2.0). Patient felt a major tingling on their left legs. Patient opted to use this group b for the mean time. Agent reviewed information and provided nas number and emailed manufacturing representative (rep) for visibility. Additional information was received from a manufacturer representative (rep) stating they are not sure what the patient meant by 'having trouble with 2nd lead - as they said "has no space"'. Patient has full access to her programs and adjustments made on ld and dtme programs with the rep today. Rep had no issue navigating her programmer with her. Issue resolved on the phone call. Information not confirmed/provided by physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.